Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant using a 9f delivery system (lot #: 6923144). However, when deployed inside the patient, the left atrial disk deformed and did not flatten down to it's original shape. The device was recaptured, removed, and a new 30mm amplatzer cribriform occluder (lot #: 6234834) was successfully implanted using the same delivery system. Post procedurally, a pericardial effusion was observed and drained. This was attributed to a guidewire (manufacturer: unknown), not the device. The patient remained stable throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30 mm amplatzer cribriform occluder was selected for implant using a 9f delivery system (lot #: 6923144). However, when deployed inside the patient, the left atrial disk deformed and did not flatten down to it's original shape. The device was recaptured, removed, and a new 30 mm amplatzer cribriform occluder (lot #: 6234834) was successfully implanted using the same delivery system. Post procedurally, a pericardial effusion was observed and drained. This was attributed to a guidewire (manufacturer: unknown), not the device. The patient remained stable throughout the procedure.